Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered subsequent inappropriate therapies due to non-physiologic low amplitude artifacts oversensing, under primary vector configuration. Provocative maneuvers were able to reproduce the artifacts. The system was reprogrammed to alternate vector. Technical services believed this anomaly was related to the sense b issue. It was recommended to reprogram the system to secondary vector with additional troubleshooting. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered subsequent inappropriate therapies due to non-physiologic low amplitude artifacts oversensing, under primary vector configuration. Provocative maneuvers were able to reproduce the artifacts. The system was reprogrammed to alternate vector. Technical services believed this anomaly was related to the sense b issue. It was recommended to reprogram the system to secondary vector with additional troubleshooting. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.